Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen was verified. Duplication testing was performed for high blood glucose level and no failure was identified related to the reported issue.

Event description:
It was reported that the pump touch screen was unresponsive and therefore, the customer could not interact with the pump. Reportedly, blood glucose (bg) elevated to over 500 (mg/dl). The customer administered manual injections to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.